Event description:
At 8pm, customer dosed with 8 units lantus after receiving a blood glucose = 500mg/dl. Approximately 11pm customer's spouse administered two glucose tubes and called paramedics. When paramedics arrived, customer was unconscious. Customer's blood glucose reading on paramedic's meter = 287mg/dl. Paramedics advised customer to replace meter. No controls were in use. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.